Manufacturer narrative:
Concomitant medical product: 5076-65 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode of possible high threshold on the left ventricular lead was noted on a remote transmission. The left ventricular lead remain in use. No patient complications have been reported as a result of this event.